Manufacturer narrative:
The investigation was started but has not been concluded yet. The investigation result will be reported in the follow up report.

Event description:
It was reported that, during the configuration of the systems, after the system remains for about 15 minutes in "standby" it doesn't give out any audio alarm and pulse tone. A following "discharge" results in a reboot. The same behavior is given if the system remains for a short time without any signals from the patient. No patient involvement, and no patient injury reported.

Manufacturer narrative:
The initial logs were provided and reviewed. A video capturing the issue was provided. After reviewing the provided video and corresponding logs, it could be confirmed that the pulse tones and audible alarms were not working during the event after being in standby. The no audio issue at both the cockpit and m540 was reproduced during the investigation in the lab. It has been determined that there is a bug in the microsoft windows audio service subsystem that causes a loss of all audio. If the date in the cockpit is greater than 30 days since install (hibernation image) and there is no audio for 15 minutes, audio connection goes stale and all sound is lost until the next reboot. A field safety corrective action has been released to current users of iacs vg5 for a mandatory downgrade to vg4. A microsoft ticket has been created to find the true root cause of the loss of audio. Software changes have been opened to add mitigation strategies to keep the windows audio service connection alive, which will prevent loss of sound and will also prevent the audio manager from being blocked. The field safety corrective action released for this issue is not applicable for the device in the us market where this software version is not used.